Manufacturer narrative:
Visual inspection under magnification shows the electrodes have been detached with jagged edges present on the remaining electrode legs. There are a significant amount of scuff marks present on the spacer and damage to the spacer where detachment of the electrodes occurred. The black shrink tube has been torn and detached near the tip of the device. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was observed on the remaining electrode legs. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Other factors that could contribute to the detached electrodes includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the platinum electrode tip detached from the wand and was left in situ. A surgical delay of greater than 2 hours was reported. However the procedure was able to be completed using a back-up device with no patient injury or further complications.